Event description:
It was reported by the rep that the (1) cdh29 and the (1) tlc55 were used during a small bowel resection procedure. It was reported that (2) days post-op the pt had a very bloody bowel movement and fainted in the hosp bathroom. The pt was given whole packed blood and plasma without result. The pt was taken back to surgery where upon it was discovered that the staple line had been leaking. The pt was reoperated on, hand reanastomized, given antibiotics, and admitted to ICU until stabilized.